Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a missing battery door. During analysis, the reported problem was duplicated, an error code "1871" message alarmed when infusing the pump due to faulty motor. Subsequently, the motor was replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an error code "1871". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.